Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 2 devices were received. 2 device investigation types have not yet been determined. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly difficult to open or close. 4 events had patient involvement; no patient impact.

Event description:
This report summarizes 5 malfunction events in which the device was reportedly difficult to open or close. 1 event had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 5 previously reported events are included in this follow-up record. Product return status: 4 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 5 malfunction events in which the device was reportedly difficult to open or close. 5 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 4 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 3015967359-2022-01545 but should be included under this report. 5 previously reported events are included in this follow-up record. Product return status 4 devices were received. 1 device investigation type has not yet been determined.